Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem clinical support (clss) and the customer failed to properly cycle the cartridge. Clss educated the customer to properly cycle the cartridge before use. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.